Manufacturer narrative:
The investigation of this product is ongoing and once we are allowed access to all the info, we intend to supplement this report, if necessary.

Event description:
Consumer alleges that a heating pad caused burns to her arm. Photographs suggest she sustained a 3rd degree burn to her arm.